Manufacturer narrative:
Pump was received with scrambled display. Problem isolated to lcd board. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that nothing could be viewed on display screen except the amount of carbs being entered. Customer was able to resolve issue after clearing low reservoir alarm. Insulin pump was replaced.